Event description:
Use of product (heartsync) adult defibrillation electrodes/pads arced during use. Employee error has been eliminated and pads were appropriately applied, chest/skin was clear and pads were adhering appropriately. Physician concerned with oxygen in room, that there was high potential during arcing for flash/explosion/burn to the patient. Used during a routine cardioversion care.